Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis of the catheter identified the catheter body had a hole (or torn catheter) caused by the metal pin of the pump connector poking through. Analysis of the pump identified no anomaly found.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml; 1391.6 mcg/day via an implanted pump. The indication for use was cerebral palsy and intractable spasticity. The patient had been experiencing escalating doses to achieve spasticity control. There were no other symptoms. An x-ray was done in (B)(6) 2015 and there was a suspected catheter disconnection at the connector pin. The issue was confirmed with a dye study on (B)(6) 2015 which showed dye pooling just beyond connector pin. The spinal segment of the catheter was disconnected from the connector pin. The patient was taken to the operating room (or) and it was confirmed that there was a disconnect of the spinal catheter from the connector pin which lay along the track from spinal incision to the pump pocket. The spinal and pump segments were removed but the connector pin and a small piece (2-3 cm) of catheter was unable to be retrieved as it lay in subcutaneous track along the side of body. The catheter was replaced (B)(6) 2015 and the issue was resolved. The pump was electively replaced during surgery due to eri of 20 months. It was not related to this adverse event. The dose was decreased post op to 728.8 mcg/day the patient status was alive; no injury. The cause of the event was not reported; additional information has been requested, but was not available as of the date of this report.